Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates (staphylococcus aureus) were misidentified as either staphylococcus capitis, staphylococcus cohnii, or other coagulase-negative staphylococci (cons). The user noted that deoxyribonuclease (dnase) test was used for confirmatory testing. No health impact or consequence reported.

Manufacturer narrative:
Additional information was provided by the customer indicating that no patient results were affected. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. The previous MFR report #1119779-2025-04984 should be considered cancelled.